Event description:
When the dual drive console was disconnected from ac power, the top module stopped functioning. The pt was switched to a back-up console with no adverse effects. The unit was tested at the site and a circuit board was replaced by a throatec service technician, which corrected the problem. The circuit board was returned to thoratec for further eval, but no cause of failure could be determined. No corrective action action was implanted as the cause of failure is unknown.